Manufacturer narrative:
.

Event description:
Cardiac foreign body retrieval. The left groin began to bleed as the patient began to cough so a safeguard device was placed. No additional immediate complications.